Event description:
It was reported that the device leaked during a procedure. Another trocar was used to complete the case. There was no pt injury. Additional info was requested, but no additional info was received. A follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
Final device investigation found that the device was returned in good visual condition. Upon evaluation, the device was tested for leaking and passed the leak test both with and without the obturator inserted into the sleeve.